Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor smooth round high profile 630cc saline breast prosthesis developed pain, deflation paresthesia, and injury in her right breast. The patient reported that the right implant popped, painful, and when you push it in and can feel the back of it, and you can feel a cold sensation, dropped down, and feels heavy. The report indicates that the patient was in a cardio kickboxing class and noticed these issues after the class. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.